Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic band removal procedure, the surgeon noticed a burnt area on the patients stomach. The surgeon sutured the wound and has informed the patient of the issue. The surgeon was worried about the scab falling off and creating a hole in the stomach. It is uncertain as to whether it is a burn from our product or the hook diathermy.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event of device-related burn. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light-emitting diode on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. No excessive heating was observed during device activation. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.